Event description:
The distributor contacted animas on (B)(4) 2012 alleging the pump experienced loss of power with a blank screen and no auditory or vibratory function. There reportedly is auditory function on battery insertion. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the loss of power without known damage remained unresolved after troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the pump history revealed multiple call service alarms. During evaluation, a single component failure was found causing multiple call service alarms and the pump display screen was unable to be read.